Event description:
During use on the patient, it was reported that a leakage was found at the hemostatic valve of a 6f std w/gw avanti plus catheter sheath introducer (csi). The gasket (suture collar) leaked when no products were sitting through it. No treatment was provided to the patient as a result of the blood loss. The device was intact when removed from the patient. The gasket appeared normal (e.g. The cut was not bigger than usual). Analysis of the returned device revealed that the vessel dilator was received damaged/ broken at distal at approximately 1.5 cm from tip. The separated portion was not returned for analysis. Under vision system, the separated edges on received broken vessel dilator look as if tremendous force was applied until break/separation occurs on unit component. According to the affiliate, "I have contacted the sales rep and she didn¿t know where the piece is now. She just can confirm that the piece did not fall into the patient." The device was exchanged to another one to complete the procedure. There was no patient injury reported. The device will be returned for analysis. The product appeared normal when taken from its packaging and prior to the procedure. There was no difficulty flushing and assembling the devices. The access site location is unknown. The guidewire was not re-shaped. It is unknown if the guidewire was caught on any plaque or a cto/stenosed. Excessive force was not used to insert the sheath. A dilator was not used prior to inserting the sheath. The device prepped normally.

Manufacturer narrative:
This is the initial and final report for this complaint device. The gender of the patient is unknown. Complaint conclusion: during use of a 6f avanti plus catheter sheath introducer (csi), it was reported that leakage was noted at the hemostatic valve, near the suture collar. No devices were in the avanti sheath at the time of leakage. The device was removed intact and exchanged for another like product to complete the procedure. There was no reported treatment to the patient due to blood loss and no patient injury was noted. The access site and vessel characteristics are unknown. The guidewire used in the procedure was not re-shaped. The product was visually inspected when removed from the package and appeared normal. There was no difficulty flushing or assembling the product and no excessive force was needed for insertion of the device into the patient. It was reported that a dilator was not used prior to inserting the sheath. It was reported that the incision for the introduction of the sheath was ¿not bigger than usual¿ the vessel dilator was returned for analysis with the tip separated and not returned. Investigation revealed that the tip did not fall into the patient but the sales rep stated ¿she doesn¿t know where the piece is now.¿ one non-sterile si avanti+ 6f std w/gw no obt cannula sheath and a non-sterile vessel dilator were received for analysis inside a plastic bag. Per visual analysis, the cannula sheath was received with no damage. The hemostasis valve position was inspected and no anomalies observed. However, the vessel dilator was received damaged/ broken at distal at approximately 1.5 cm from tip. The separated portion was not returned for analysis. The exact cause of the broken/damage condition found on the vessel dilator could not be conclusively determined during the analysis. Under vision system, the separated edges on received broken vessel dilator look as if tremendous force was applied until break/separation occurs on unit component. No more anomalies found. A lab sample syringe filled with water was attached to the stopcock of the cannula sheath unit received, distal section was clamped and pressure applied into the cannula sheath. No leakage was observed. Microscopic analysis was not conducted on the cannula sheath due to the leakage test was successfully performed and no leakage observed on tested unit. The received vessel dilator od and ID were measured near to the broken/separated area and results were found within specification. Sem analysis was not performed to the received broken vessel dilator component due to vessel body external edge surfaces were observed under vision system and clear evidence of elongations at the surroundings of the broken/separated area are shown. As additional investigation the csi units manufacturing process was reviewed and there were not tools, equipment or product handling that could cause breaks, separations, or other type of damages on the csi units. In addition, the csi units are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi units¿ assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint ¿endovascular vascular access-hemostasis valve/hub-leakage¿ was not confirmed since a leakage test was successfully performed on received cannula sheath unit and no leakage was observed. However, the vessel dilator was received damaged/ broken at approximately 1.5 cm from tip. The separated distal tip was not returned. The exact cause of the broken/damaged condition found on the vessel dilator could not be conclusively determined during the analysis. Based on the information available for review, access site and vessel characteristics are unknown but may have been contributory factors to the separation of the vessel dilator. Additionally, procedural factors may have also contributed to the reported event. Sem analysis notes evidence of elongations at the separated edges which may indicate that force was applied to the device. Neither the analysis nor the DHR review indicate that the reported event is related to the design or manufacturing of the device, therefore no corrective actions will be taken at this time.